Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial right total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to possible infection. However, labs confirmed there was no infection but the surgeon decided to go in and clean the joint. The modular head was removed and replaced.

Event description:
It was reported that patient underwent initial total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.